Event description:
It was reported that the lead had increasing thresholds and noise was found on the electrogram. It was also reported that there were high rate episodes noted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.